Event description:
A report was received that the pt underwent a pocket revision surgery, due to pocket discomfort. The physician moved the pocket to a more comfortable location, and the pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.